Event description:
The customer reported that the ventilator alarmed with data acquisition / printed circuit board assembly/ analog digital converter (pcba adc failed). The customer reported the unit was not in use on patient.